Event description:
It was reported that an end of service (eos)/end of life (eol) was seen. The stimulator had stopped working. The patient reported a screen with a phone and doctor with the letters ¿eosomething.¿ it was reviewed that given the implant date this was most likely eos, which would require replacement. When the patient pressed the power buttons he now saw the letters. It was further stated that the patient was referred out and a replacement date had not been set. The patient was not receiving ther apy since the battery was not working. It was further reported that since the stimulator went into eos, the patient had not charged it. The eos was expected. There was no telemetry the day of the report, so the stimulator appeared to be in overdischarge (od). The physician wanted to check the impedances before replacing the stimulator so they could make sure there were no system issues. There were no therapy concerns going into the replacement. The company representative was advised to do a physician recharge mode and then charge it up and check impedances. It was further reported that the patient was no longer receiving stimulation. The company representative used a recharger to attempt to bring the device back from od. The recharger had him clear the eos but then started charging normally. It was determined that the battery was not in od. The company representative was then able to read the device with his programmer. Channel 8-15 had normal impedances. Channel 0-7 had high impedances on all electrodes except for 3. The patient had been getting effective stimulation using the programs on the electrodes that were working, so the physician decided not to replace any of the leads. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 377760, lot# n0028196, implanted: 2005 (B)(6); product type lead product ID 377760, lot# n0027923, implanted: 2005 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Serious injury checked in error. The file should not have been reported as a si, but remained a malfunction. Normal eos had occurred which resulted in routine replacement, not an additional surgical procedure. (B)(4).

Event description:
It was further reported that the stimulator was replaced on 2014-(B)(6). The patient was receiving effective stimulation. The leads were not replaced as the patient was receiving effective therapy with the leads that were already in place.